Manufacturer narrative:
H3, h6: the 9733450 curved suction was returned to the manufacturer for evaluation. It was reported that the returned curved suction would not verify when connected to a known good system. The suction displayed a divot error of 4.6mm to 4.8mm. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported there was a deformation of the probe and curved suction. There was a disconnection of the frame. There was no patient involvement. The instrument was deformed because a deforming force was applied to it. The cable disconnection was suspected to be due to deterioration.